Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient is complaining of photosensitivity which is considered to be due to glistening. Additional information was provided that the patient experienced glare. The iol touched the corneal endothelium during surgery, decreasing corneal endothelial cells. The transparency of the cornea was kept.